Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that the pump emitted a cs 052 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 8-feb-2018 with the following findings: during the investigation, a review of the black box and alarm history showed multiple consecutive cs054/cs052/cs012 slave communication error alarms. Battery compartment was found to be undamaged, and no battery cap was returned. A test battery cap was used during the investigation. The pump¿s ¿ez-prime¿ steps were performed correctly. No ¿cs054/cs052¿ alarms or errors occurred during the investigation. Investigators were unable to duplicate the ¿cs054/cs052¿ complaint. The pump¿s cover was removed, and no intermittent condition was found to the printed circuit board.